Event description:
The customer reported that during performance of the halo radio frequency ablation procedure, the ablation catheter became detached from the endoscope twice. Upon completion of the final round of ablations, the attending physician noticed the electrode paddle had not returned to "home/neutral" position and remained at about 30 degrees from original/home position. Upon removal of the ablation catheter, the physician observed a perforation in the pt's esophagus. Subsequently the pt was sent to surgery for repair of the perforation by suturing. In the f/u report, the physician reported the pt's perforation had been resolved.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.